Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that low speed and pump stoppage events were noted in the pt's event history (B)(6) 2014. The pt was sleeping at the time of the events and did not hear any alarms. The vad coordinator attempted to reproduce the events in the clinic with pt movements and manipulation of the external driveline and was unsuccessful. The system controller was exchanged.

Manufacturer narrative:
The system controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Device evaluation - the investigation confirmed the reported event of pump stops upon review of the submitted log file. The device was functionally tested and no atypical pump stops were reproduced. The reported pump stops cannot be conclusively linked to a device related issue. The log file captured (B)(4) entries during approximately (B)(4) days (dated (B)(6) 2014 ¿ (B)(6) 2014 according to the time stamp). The submitted log file captured the speed above the low speed limit until (B)(6) 2014. The log file captured three events on (B)(6) 2014 within three minutes of each other, where the actual speed dropped below the low speed limit. The next day on (B)(6) 2014, the log file captured five more events within three minutes of each other, where the actual speed was below the low speed limit. For the remainder of the log file, the actual speed did not drop below the low speed limit. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.